Event description:
It was reported that a novum iq syringe pump alarmed downstream occlusion during delivery of fentanyl. Troubleshooting was performed by attempting to flush the PICC line with heparin but was unsuccessful. "Piv" was placed and clotted off PICC removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Based on the information provided by the customer the pump was alarming for actual downstream occlusions. This would not lead to a death or serious injury if were to recur as the pump is operating as intended by detecting an occlusion and alerting the user to the alarm condition. Should additional relevant information become available, a supplemental report will be submitted.